Event description:
During a non-clinical activity, the user reported the occlusion knob on the roller pump froze. No other details regarding the nature of the event were provided. Since the event occurred during non-clinical activity, there was no patient involvement during this event.